Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in two pieces. The balloon was tightly folded. The hypotube and distal shaft were microscopically and tactile inspected. Inspection revealed a total separation in the hypotube 61 cm from the strain relief, with numerous kinks in the hypotube. The fracture faces were oval, indicating a kink prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 20 mm x 3.50 mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. However, upon insertion of the device into the catheter, the shaft was kinked. The physician tried to straighten the kink and upon re-advancing, the shaft broke. The device did not enter the patient's body and the procedure was completed with a non-bsc device of the same size. No patient complications were reported.

Manufacturer narrative:
Age at time of event: late 60's. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. However, upon insertion of the device into the catheter, the shaft was kinked. The physician tried to straighten the kink and upon re-advancing, the shaft broke. The device did not enter the patient's body and the procedure was completed with a non-bsc device of the same size. No patient complications were reported.